Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required and additional information is available. D4 model no ¿ additional information d4 serial no ¿ correction d4 lot no ¿ correction d4 expiration date ¿ additional information g6 type of report ¿ additional information h2: additional information h6: type of investigation ¿ additional information concomitant medical products ¿ additional information h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.